Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A cartridge and infusion set change were performed to address the occlusion alarms. The customer's blood glucose (bg) level was over 300mg/dl and a manual injection was administered to address the bg level. Tandem technical support provided the customer with educational information regarding occlusion alarms.